Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched. Reportedly, the reason for the scratched screen was unknown. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.